Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was difficult to charge. Another charger and usb cable were used. As contact did not have the pump at the time of the event; confirmation that the new supplies charged the battery was not known. Customer's blood glucose was not impacted. Although multiple attempts were made by tandem technical support to follow up with the contact, no reply was received.